Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited noise and high out of range impedance measurements for the right atrial (ra) lead. The noise was reproduced in bipolar configuration. Technical services (ts) was consulted and noted magnetic resonance imaging (MRI) was not recommended due to the lead integrity concern. The ra lead was explanted due to an insulation issue. This pacemaker remains in service. No additional adverse patient effects were reported.